Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthromyalgia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced musculoskeletal pain ("muscle and joint pain"), tooth abscess ("dental abscesses"), fatigue ("physical and emotional fatigue"), memory impairment ("memory disorders"), sciatica ("repetitive sciatica pain") and sleep disorder ("sleep disorder"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6)2021. At the time of the report, the musculoskeletal pain, tooth abscess, fatigue, memory impairment, sciatica and sleep disorder outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal, memory impairment, musculoskeletal pain, sciatica, sleep disorder and tooth abscess with essure. The reporter commented: she reports repetitive sciatica, lumbar, joint and muscle pain, preventing even the practice of sport because of excessive pain. Only an osteopath has found the cause of my pain. No doctor or health staff she met thought of it... Yet. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal (' medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthromyalgia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced musculoskeletal pain ("muscle and joint pain"), tooth abscess ("dental abscesses"), fatigue ("physical and emotional fatigue"), memory impairment ("memory disorders"), sciatica ("repetitive sciatica pain") and sleep disorder ("sleep disorder"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the musculoskeletal pain, tooth abscess, fatigue, memory impairment, sciatica and sleep disorder outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal, memory impairment, musculoskeletal pain, sciatica, sleep disorder and tooth abscess with essure. The reporter commented: she reports repetitive sciatica, lumbar, joint and muscle pain, preventing even the practice of sport because of excessive pain. Only an osteopath has found the cause of my pain. No doctor or health staff she met thought of it... Yet. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.